Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient reported the cycler prompted with supply bag lines are blocked messages during dwell 3 of 5 of treatment. The patient noted air bubbles in the supply bag lines. A flow alert occurred in an unknown phase and cycle of dialysis. A review of the patient¿s treatment records identified that the patient drained 5095 ml during drain 1 of 3 of treatment. This drain volume is 213% the patient's largest prescribed fill volume of 2400 ml. The patient was connected during the incident. The patient was assisted with cancelling treatment through the 'power fail recovery successful' msg and placed the patient into a stat drain and ending the treatment. The patient performed the end of treatment steps on their own. The patient was advised to discontinue use of the cycler. As a result of the iipv event, a new cycler was issued to the patient. The patient was advised to contact their peritoneal dialysis registered nurse (pdrn) to inform them of the replacement and to advise that the patient did not have manuals exchange knowledge or supplies. It was reported that an alternate treatment option was not available. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient did not complete treatment on the night of the reported event and pending delivery of the replacement cycler. The patient received the replacement cycler and continued peritoneal dialysis treatments without further issue. Per pdrn the patient did not experience any fluid leak issues and stated the cause of the reported bubbles noted in the supply bag line was unknown. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient reported the cycler prompted with supply bag lines are blocked messages during dwell 3 of 5 of treatment. The patient noted air bubbles in the supply bag lines. A flow alert occurred in an unknown phase and cycle of dialysis. A review of the patient¿s treatment records identified that the patient drained 5095 ml during drain 1 of 3 of treatment. This drain volume is 213% the patient's largest prescribed fill volume of 2400 ml. The patient was connected during the incident. The patient was assisted with cancelling treatment through the 'power fail recovery successful' msg and placed the patient into a stat drain and ending the treatment. The patient performed the end of treatment steps on their own. The patient was advised to discontinue use of the cycler. As a result of the iipv event, a new cycler was issued to the patient. The patient was advised to contact their peritoneal dialysis registered nurse (pdrn) to inform them of the replacement and to advise that the patient did not have manuals exchange knowledge or supplies. It was reported that an alternate treatment option was not available. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient did not complete treatment on the night of the reported event and pending delivery of the replacement cycler. The patient received the replacement cycler and continued peritoneal dialysis treatments without further issue. Per pdrn the patient did not experience any fluid leak issues and stated the cause of the reported bubbles noted in the supply bag line was unknown. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test ¿ passed. System air leak test ¿ passed. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.